Event description:
Event: (cc# 98-00907) the iab leaked. This was the only information at the time of the report. The iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 7/21/98. [Patient's current status]: unk - rpt'd 7/21/98.